Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up arrow button was intermittently responsive. The reporter confirmed no damage or trauma to the pump or keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the pump keypad was observed to be intact with no noted damage or peeling. The keypad buttons were tested and all of the buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was observed to be dim and discolored. Also unrelated, the battery compartment was observed to be cracked; the returned battery cap was able to secure to the pump for testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.